Event description:
Probe pre-tested in a normal fashion. On the 2nd freezing cycle I noticed the shaft frozen, on the probe in question (both probes had the same lot #). Immediately I asked the rt to keep warming the site with lukewarm water and a sterile towel continuously until the physician was made aware. When he did, he decided to finish the cycle since we were only minutes away.

Manufacturer narrative:
Device evaluated via simulated use testing which confirmed the reported issue. Additional evaluation determined that a failed vacuum sleeve was the cause ot the shaft frosting.